Manufacturer narrative:
(B)(4). Device evaluated by MFR,: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned separate from the device. It was reattached and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. A guidewire was returned running through the device. The guidewire was removed with no issue encountered. The burr was inspected and was observed to be slightly corroded. The annulus was inspected and was observed to be damaged. There was no evidence of a guidewire fracture issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05807. It was reported that the burr became stuck on the rotawire and the tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, while the burr was advanced to the proximal side of the lesion, it was noted that the burr stopped advancing. The physician attempted to remove the burr from the rotawire; however, the burr would not move at all. Both the burr and rotawire were removed as a unit. The physician then attempted to separate the burr and the rotawire outside the patient's body; however, the tip of the rotawire became detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event:18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05807. It was reported that the burr became stuck on the rotawire and the tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, while the burr was advanced to the proximal side of the lesion, it was noted that the burr stopped advancing. The physician attempted to remove the burr from the rotawire; however, the burr would not move at all. Both the burr and rotawire were removed as a unit. The physician then attempted to separate the burr and the rotawire outside the patient's body; however, the tip of the rotawire became detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.